Event description:
The hosp staff used the device with disposable defibrillation electrodes in an attempt to administer countershocks to a pt diagnosed in cardiac arrest. The device allegedly failed to deliver energy to the pt. The pt was not resuscitated. Copy of user facility report attached.